Event description:
It was reported that during a non-calcified, non-tortuous, mid, left anterior descending artery stenting procedure, a nc trek balloon dilatation catheter (bdc) was advanced for routine post dilatation of an unspecified stent. The non-abbott inflation device was inflated to 12 atmospheres without difficulty and there was contrast seen leaking from the distal bdc. Reportedly, the account was unsure if the leak was on the balloon or on the distal bdc. The balloon was deflated and the nc trek was removed without difficulty. Another nc trek bdc was used successfully for the procedure. There were no issues during preparation reported. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak was confirmed due to a pinhole rupture in the balloon. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.